Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient discovered the alleged issue on ¿(B)(6) 2015, in the evening¿. The patient manages her diabetes with insulin pump therapy. She reported, also on ¿(B)(6)2015, in the evening¿, she consumed ¿more food/drink¿. She alleged, ¿2 days¿ after the start of the alleged issue, she developed symptoms of ¿weakness, tired, fast heart beat¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the patient had not been using the meter for the first time. The cca educated the patient on the correct testing procedure and walked her through a test. The issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.